Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: data analysis: ¿ on the complaint date, (B)(6) 2025, after the initial boot-up and before connecting the pump, the console displayed ¿controller error (opm comm stopped) [pump not connected] ¿ alarm,¿ event #1035. ¿ the cassette (s/n (B)(6)) and pump (s/n (B)(6)) were then connected before initiating the case start wizard. ¿ after initiating the case start wizard, event #1035 was resolved, and the console displayed ¿controller error (opm comm stopped) [optical pump connected] ¿ alarm,¿ event #1043. ¿ the console was then manually turned off and on three times. Each time, after boot-up, the console displayed ¿controller error,¿ event #1035. This confirmed the reported failure mode. Device analysis: this console (B)(6) was tested after arriving at fs, and the ¿controller error,¿ event #1035 was reproduced. Visual inspection confirmed that the ribbon cable was unplugged from the optical bench. There was no damage to the ribbon cable or to the optical bench connector (j2). The unplugged ribbon cable was communicated to manufacturing quality. Root cause: the root cause of the controller error was that the ribbon cable had been unplugged from the optical bench. Service & repair: before returning this console (B)(6) back to the customer, fs was instructed to perform the following, ¿ ensure the optical flex cable (B)(6) is appropriately connected between the 4-in-1 and the optical bench. ¿ perform a full functional check (B)(6). Device history lot: n/a. Device history batch: subcomponent name: optical flex cable. Material number: 6000-0161. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Event description:
It was reported that an automated impella controller showed a controller failure upon start up and before patient support. A different controller was used to successfully support the patient.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.